Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The lesion was located in the distal right coronary artery (rca). The lesion was calcified and the vessel was tortuous. The physician predilated the lesion with a 2.5x9mm maverick balloon. The physician attempted to deliver the 3.00x8mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the stent was retrieved, the physician noted that the stent struts were raised. The physician successfully completed the procedure with another of the same size taxus stent. No patient complications were reported and the patient condition is listed as okay.